Event description:
Territory business manager contacted dexcom technical support on (B)(6) 2015 to report an intermittent audio output on their dexcom receiver (B)(6) 2015. No medical intervention or injuries were reported. Additionally, territory business manager tested all features for alert functionality. The territory business manager reported, all alerts gave an audio response.

Manufacturer narrative:
(B)(4). Off label: pediatric patient using adult receiver.